Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for underfill with the incident lot was observed. Additionally, the returned samples and retention samples were selected from bd inventory for draw volume testing and upon completion, the issue relating to underfill was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#260774 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Event description:
It has been reported that the bd vacutainer® sodium fluoride: 3 mg. Na2 edta: 6mg has been found experiencing 100 occurrences of underfill during use. The following has been provided by the initial reporter: constant under filling of 367587 tubes.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for underfill with the incident lot was observed. Additionally, retention samples were selected from bd inventory for draw volume testing and upon completion, the issue relating to underfill was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA: 260774. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. H3 other text : see section h.10.

Event description:
It has been reported that the bd vacutainer® sodium fluoride: 3 mg. Na2 edta: 6mg has been found experiencing 100 occurrences of underfill during use. The following has been provided by the initial reporter: constant under filling of 367587 tubes.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® sodium fluoride: 3 mg. Na2 edta: 6mg has been found experiencing 100 occurrences of underfill during use. The following has been provided by the initial reporter: constant under filling of 367587 tubes.